Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that there were contact marks on the surface of the probe and non-insulated area. The blue foreign substances adhered to the distal end of the probe and the grasping section. The ptfe pad of the subject device was worn away, partially torn, but there was no missing part. Distal end of the ptfe pad was separated. As the result of checking the probe in combination with the usg-400, esg-400, and td-tb400, there was nothing abnormal detected. As the result of checking the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that contact marks and the error occurred because the surface of the probe and non-insulated area with the worn pad came in contact. The ptfe pad of the subject device was worn away, partially torn, and separated because it is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged due to activating output in seal & cut mode while grasping nothing. Also, blue parts are not used in the insertion part of the subject device. Therefore the blue foreign substances did not come from the subject device. The instruction manual of the subject device warns; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the error occurred and the doctor couldn't use the subject device during a laparoscopic assisted distal gastrectomy. The doctor completed the procedure with another device. There was no patient injury regarding this report. On (B)(6), olympus medical systems corp. Confirmed that the ptfe pad of the subject device was separated.